Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no: 328521, batch no: 0027383. It was reported that the needle hub separated and the needle shield was difficult to remove.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0027383 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31g 6mm s/c u-100 relion needle hub separated. The following information was provided by the initial reporter: material no: 328521, batch no: 0027383. It was reported that the needle hub separated and the needle shield was difficult to remove.